Manufacturer narrative:
Additional h.6-f2203. Additional data: a.4, a.5b, b.5, b.6, d.6b, h.6.

Event description:
Healthcare professional reported "ganglion nodules not device related ranging between 13 x 6 mm in diameter and 8 x 5 mm in their long and short axes, with an inflammatory appearance, are evident" via MRI and "small cysts not device related and bilateral ductal prominence not device related" and "extravasation of silicone."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and periprosthetic fluid. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reports left side rupture, radial folds, and periprosthetic fluid. The device has been explanted.